Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, an ophthalmic knife package was found crushed and cracked when opened. Surgery was completed on the same day with an alternative knife.

Manufacturer narrative:
The initial decision to report was incorrect, leading to the submission of an erroneous report. The incident involving a package of knives found crushed¿where the knife remained undamaged and the sterilization was not compromised¿is not considered as a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. Hence no further reports will be submitted under 2523835-2024-01864. The manufacturer internal reference number is: (B)(4).